Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (60 mg/dl) and food was consumed to address the bg level. The customer thought that the pump's basal rate was set too high and was the cause of the low bg. Tandem technical support advised the customer to discuss the low bg with a health care provider.